Event description:
During a procedure on (B)(6) 2013, surgeon went to put bit to the drill guide from the vertical expandable prosthetic titanium rib (veptr) and the guide broke. All broken pieces retrieved. Less than a minute was added to procedure as a result. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Part/lot number combination unknown at synthes (B)(4); without a valid lot number, the device history records review could not be completed.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A product development evaluation was conducted. The report indicates the dts guide was received with a fractured post. Two of the tabs which align with the screw holes are deformed. There is oxidation on the etching and it is faded. The remainder of the instrument is in good condition. The dts guide is used for soft tissue protection and allows for drilling, tapping and insertion of screws for the vectra spinal plating system. The dts guide can be found in the vectra technique guide. The technique guide provides the following warning: the dts guide may only be used for soft tissue protection. If the dts guide is used for tissue retraction, the dts guide may break. When used correctly, the tip should not experience forces that exceed the tensile strength of the material. The drawings were reviewed by the chu engineer. The materials are adequate for the devices intended use. There was a material change for the post from (B)(4) after the sale of this device; however, this was to improve manufacturability for the laser welding step as it is also (B)(4). The chu engineer reviewed risk assessment and the harm of the pin falling in the patient is not listed in this document. There is not enough information in the complaint description to determine the loading scenario of the drill guide. The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going. Date of event was corrected from 06/20/2013 to 06/19/2013. Lot #: corrected from 1049197 to 1349197.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The positioning pin is broken off and was not sent back for investigation. The prong on the opposite side is bent inward. The relevant dimensions cannot be verified anymore because the broken fragment was not sent back for investigation. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. The bent prong on the opposite side is an indication that the guide was moved sideward while the pin was in position, which can lead to breakage of the pin.